Event description:
Rptr had silicone breast implants for augmentation on or about 2/1/80. On 1/14/94, she had the implants removed. One of the implants had completely ruptured; the other had leaked. She was 28-yrs-old at the time of the first surgery. She had a child in 1986 and breast fed that child. Approx 4 yrs ago, rptr feels that she began experiencing disturbing symptoms. Rptr is a rn and feels that these symptoms are abnormal but also has tried not to make "too much" out of them. Rptr feels that she fatigues easily. Her muscles tire and become sore with mild exercise. She had always tried to be active but has found over the last 4 yrs that walking 2-3 miles, which previously was easy for her, is a chore. Rptr will be sore for days afterward. Rptr feels chronically tired. She has morning stiffness, her hands and feet swell, the joints in her fingers are often tender and opening jars or trying to button small buttons is very difficult for her at times. Exercising isn't difficult because of becoming "short-winded" but rather because of muscle fatigue. She has not had any testing done, partly because of fear that she might have a serious disorder such as ms or als, and because of being embarrassed to admit she has breast implants. She trusted the medical profession and could not imagine a procedure being allowed that could be harmful. When she had them removed she did not have them replaced. A month later she is still sore with limited ability to use her arms due to chest muscle pain. (*)